Event description:
Additional information was received from a manufacturer representative (rep). It was reported that it was unknown what actions/interventions were taken to resolve the previously reported event. No further complications were reported/anticipated.

Event description:
Information was received from a family member regarding a patient who was implanted with a neurostimulator for dystonia. It was reported that the patient was implanted with deep brain stimulation (dbs) on (B)(6) 2016. It was then stated that the patient was recently implanted "with the electrode position, infection fester, and the rejection reaction". There was also not a greater than 50% reduction in symptoms. It was noted that the cause and what troubleshooting was performed related to the event were unknown. No further complications were reported/anticipated.